Event description:
The facility representative reported a flogard infusion pump with a failure code of 49. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "alarm 49" was confirmed during device evaluation. The assignable cause of the alarm was identified as a defective main battery. The main battery was replaced. Should additional information become available a follow-up MDR will be submitted.